Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 01-aug-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and main 2 mini drawer was not detected on bus. A field service engineer (fse) found that the main drawer 4 had several mini drawers not detected on the bus. In the hardware test application (hta), the mini drawer appeared as an enhanced e-lock device. The I 18 mini controller was replaced, but the acceptance test initially failed because drawer 4.1 opened only 4 of 6 pockets. The station was shut down, the controller was removed, and the solenoid was released from underneath the mini engine to force it out of the drawer. The I-18 mini controller was reinstalled, the mini engine on 4.1 was replaced, and the acceptance test was rerun successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es g6w - main had two mini drawers (4.4, 4.8) with "device not detected on bus" and unable to recover the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.